Event description:
It was reported that the patient had disconnected their driveline from their primary controller and that the patient's family reconnected the driveline to that same controller on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory alarms was confirmed via analysis of the submitted log file. The log file contained approximately 1.5 hours of data (03aug2021 from 14:54:49 to 16:30:33 and 04aug2021 from 8:28:13 to 8:28:29 per the timestamp). Intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or regular battery depletion activated throughout the log file due to the relative state of charge (rsoc) voltage on the black power cable dropping below the low voltage thresholds while connected to a 14v battery; the alarms resolved shortly after activating each time. The driveline was disconnected on 03aug2021 at 15:17:26 which is addressed in the pump (see MFR # 2916596-2021-04455). There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 14jul2020. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller, system controller power cables, 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries and inspecting the system controller power cables. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the family of the patient contacted the ventricular assist device (vad) coordinator after the family heard vad alarms. The family went into the patient's room and found that the patient had disconnected their driveline from the system controller and shut off his home dobutamine. The family connected the patient to the backup controller and called emergency medical services. Upon arrival to the emergency department, the patient was unresponsive and a computed tomography (CT) scan of the head was obtained and labs were drawn. There was no evidence of cerebrovascular accident. The patient was admitted for further testing and monitoring. Alarms associated with pump off events were noted at some point during this timeframe. As of (B)(6) 2021, the patient was reported to be intubated. All CT imaging and labs appeared normal. The low flow alarms were found to be due to pump off events. Low flow alarms were only noted during re-initiation of vad therapy. A low voltage alarm was found in the log files. Related manufacturer's report number: 2916596-2021-04455